Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon catheter broke. A 10/3.50 flextome® cutting balloon® was selected for use. During the procedure, it was noted that the device broke inside the patient. No patient complications were reported.